Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the clip was jumping and if were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), the clip was jumping while opening and closing and during retraction of the lock lever. The cds was not used in the anatomy and was replaced. There was no patient involvement or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported clip jumping issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip actuation issue. The returned device analysis was unable to replicate the clip jumping in this incident as the clip opened smoothly with no issues. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.